Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# unknown, implanted: (B)(6) 2014, product type: lead. Concomitant medical products: lead, implant date is approximate. (B)(4).

Manufacturer narrative:
Product ID: 309328, lot# 0208945364, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
Additional information received noted that the manufacturer representative did not believe there were any lead fractures as they did not recall anything "odd" reported with the theatre notes. Impedances had been measured at higher amplitudes.

Event description:
It was reported that when the patient came in for their first programming session about three weeks prior to the date of this report, impedance measurements showed that only three electrode combinations were working/responding. Electrode combinations containing electrodes 1 or 2 measured to be high (greater than 4,000 ohms). Upon trying many different electrode combinations, the patient had no sensation at all ¿with the majority¿ up to amplitudes of 6 and 7v. For the three working electrode combinations, the patient had no sensation up to 7v with the 0+ and 3- combination and ¿some leg¿ or foot sensation with the other two, despite reducing pulse width (c and 0, c and 3). The patient had been programmed with c+ and 3-, but this was reported as high at 5.5v and they had no improvement. The final programming option (c+ and 0-) was given to the patient, however they had sensation in their foot with the program, so stimulation was set low enough to where the patient was not feeling anything. This was the last option being trialed. There was a plan to replace the lead, but no date was set. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.